Event description:
It was reported to philips that the system generated a remote alert that the system interface board failed with symptom no x-ray. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in the clinical use at the time of event occurrence. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system generated a false alert and there was no error. The system was working with full functionality and the case was cancelled. To date, no occurrences of this issue have been reported. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the case was created in error is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation outcome.